Manufacturer narrative:
(B)(4).

Event description:
It was reported a day after implant, high capture threshold was observed. Patient was asymptomatic. Lead perforation was discovered and required to be addressed. Lead repositioning was completed and the perforation was closed. The patient condition is doing well and will be monitored with routine follow up.